Event description:
Customer reported being hospitalized due to high blood glucose and vomiting. Troubleshooting was performed and pump appeared to function normally. However, father stated there was a kink in the tubing and was leaking at the kink.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.